Event description:
It was reported that a patient experiencing syncope presented in clinic for a device check. Upon interrogation, the pulse generator exhibited phantom programming and a lead impedance measurement anomaly. A device software download was unsuccessful due to the device exhibiting a premature end of service indicator. The device was in backup vvi operation, possibly due to the patient recently undergoing extensive dental work. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found the pulse generator had no output or telemetry. High current drain was noted and was isolated to the radio frequency module. The high current condition recovered during analysis. The cause of high current could not be determined.